Event description:
On (B) (6) 2009, the sales representative reported that during surgery, the drivers would lock into the screw. The surgeon was able to finish the case by using another driver from another kit. There was no surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request have been made to obtain the product. Evaluation is pending.